Manufacturer narrative:
The complainant stated that the threads on a pedicle screwdriver were wearing away. The damage was reported to have happened while trying to disengage a pedicle screw from the screwdriver after implantation. There were no known patient complications. The screwdriver was returned for assessment; it showed signs of repeated use, and the complainant's claim was confirmed that the threads were damaged. The surgical technique guide provides guidance on how to load and disengage pedicle screws from the driver. There is also a warning included to prevent damage to the driver when being disengaged from an implanted pedicle screw. In step 6: pedicle screwdriver it states, "if the ratcheting screwdriver handle (attached to the proximal end of the pedicle screwdriver at this step in the technique) is not placed in the neutral, non-ratcheting position for screw disengagement, the (pedicle screw) driver may be difficult to disengage from the screw." There is also a note included in this step which states, "if the user turns the driver with high torque force without placing the handle in the neutral position, this could cause considerable damage to the threads including causing them to break off completely." It is possible that the damage to the returned drivers was a result of not placing the ratcheting handle in the neutral position for screw disengagement. A DHR review was performed and there were no manufacturing anomalies identified. The device met all required specifications prior to being released to distributable inventory.

Event description:
The complainant stated that the threads on a pedicle screwdriver were wearing away. The damage was reported to have happened while trying to disengage a pedicle screw from the screwdriver after implantation. There were no known patient complications.